Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the volar distal radius plate broke a few weeks post-op. No further information received. Update 07-sep-2023 nroe: further information revealed that during a distal radius osteotomy a volar distal radius plate was implanted into the patient. A few weeks after the initial surgery the plate broke and had to be replaced with the same type of implant in an additional surgery on (B)(6) 2023.

Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the plate was broken at hole one. Scratches were noted on both surfaces of the device, and discoloration. Functional testing was not performed due to the damage to the device. No x-rays were provided. Eight different screws were returned, and no information was provided about them. Patient specific event - the most likely cause of this failure is that the patient did not follow the doctor's instructions after release from surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.